Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because she did not like the ipg anymore. The ipg was working but it was patient's preference. The explanted devices were not returned to bsn as they were discarded by the medical facility

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.